Manufacturer narrative:
Concomitant medical products: 900sfc34 heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on the telemetry and the patient's heart rate was lower than the programmed lower rate. They were unable to determine capture for the right ventricular (rv) lead and left ventricular (lv) lead. The leads remain in use. No further patient complications have been reported as a result of this event.